Manufacturer narrative:
An event regarding revision of a liner component due to dislocation whereby the trident shell was also explanted was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including the reason for revising the shell, operative reports, progress notes, x-rays and evaluation of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for revision 1 done on (B)(6) 2017 due to dislocation and pain. It was reported through the filing of a lawsuit that allegedly on (B)(6) 2016 and again on (B)(6) 2016 the patient was admitted for dislocations and underwent closed reductions of the hip. It is further alleged on (B)(6) 2017 less than two months after the last closed reduction she was back in the hospital because of a dislocation and pain. The cup and liner were removed and replaced.